Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional supera device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a moderately calcified right distal superficial femoral artery (sfa) and the right popliteal artery. An unspecified supera self-expanding stent was implanted in the right popliteal artery. A 5.0 x 100 mm supera stent was then advanced to the distal sfa; however, it could not advance through the introducer sheath. Therefore, another introducer sheath was used; however, the supera device became stuck inside it. During removal of the 5.0 x 100 mm supera stent system, the first unspecified supera stent was inadvertently explanted. Additionally, the lock of the 5.0 x 100 mm supera stent system was not locked during removal. Angiography was then performed and two unspecified supera stents were implanted using a 6 fr sheath to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). No UDI is being reported since the part and lot numbers were not reported. The other additional supera is being filed under a separate medwatch report number. Evaluation summary: a visual inspection and functional inspection were performed. The reported difficulty was unable to be confirmed. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the part and lot numbers were not reported. The investigation determines a reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.